Manufacturer narrative:
The bone pin involved with the event was not returned. An investigation was initiated, and is on-going. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures. If bone pins from the same lot can be recovered, and addendum will be filed to the MDR with the results of the testing.

Event description:
Tip of 3.2 x 80 mm bone pin being first inserted snapped off.